Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that device had foreign matter. An advantage balloon catheter inflation device was selected for use. During preparation of device, it was noted that a piece of plastic was inside the fluid chamber. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The encore unit was returned with 10 ml of liquid solution in the barrel, within it there is a strip of a white foreign material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that device had foreign matter. An advantage balloon catheter inflation device was selected for use. During preparation of device, it was noted that a piece of plastic was inside the fluid chamber. The procedure was completed with another of the same device. No patient complications reported.